Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle, one suture in several piece and one empty foil packet were received for analysis. Product code sxmp1b427. Upon visual assessment of the returned sample, it was noted that the suture was broken in several pieces since the process of degradation began. In addition, per the conditions of the returned sample the functional test could not be performed. The foil packet was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an endoscopic hernia repair procedure on (B)(6) 2025 and barbed suture was used. It was reported that the suture was found broken in the newly dispensed suture when it was opened to prepare for endoscopic hernia surgery. The customer suspected that the suture had degraded. Changed another one to complete the surgery. Upon visual assessment of the returned sample, it was noted that the suture was broken in several pieces since the process of degradation began. In addition, per the conditions of the returned sample the functional test could not be performed. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.